Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to endoscopic visualization of 2.5 device beads eroded into the esophageal lumen and subsequent laparoscopic explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue (B)(6) 2015. -2.5 device beads were observed endoscopically on (B)(6) 2017 in the anterior side of the esophageal lumen. -the entire linx device was explanted laparoscopically on (B)(6) 2017; a fundoplication was performed at the time of explant.